Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen a(manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Statement from manufacturer: we assess this complaint to be justified. Corrective measures have been initiated and are documented under CAPA 001475.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used (filled) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. In as-received condition the white clamp was closed and the patient end connector was closed with a closing cap. Further on, we detected liquid and crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. The sample was taken to a functional test respectively a leak test was carried out. After starting the pump (opening the white clamp) and waiting for 60 minutes the pump did not work (solution was not running). Leakages were not detected at the sample. The inspected sample is not in accordance with our requirements. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): the patient placed the pump on day 8/1 and returned to the hospital on sunday, to remove it, and it was verified that it did not perfused. Permeability tests of the catheter were made and it was ok. Returning after 24 hours without any change, a new infuser was prepared and it perfused normally. The drug was 5fu from the company accord. Regarding the occurrence of any situation of danger to the patient and/or user, the customer did not mentioned anything.